Manufacturer narrative:
It was reported that the hcu 30 cardioplegia circulation stopped, during patient treatment. The getinge field service technician (fst) was sent for investigation on 03/11/2021. The fst could not reproduce the failure. The device function as specified. Calibration and all functions tests passed. The device has been put back in use. According to communication with the fst, on (B)(6) 2021, the failure might be the result of kinking of the tubings in the cardioplegia circuit that causes the pump to stop the circulation. Based on the evaluated facts above, the reported failure "circulation stopped "could not be confirmed. The most probable root cause for the failure is that the hcu 30 tubes were kinked which causes the pump to stop the circulation. The customer has been informed that the tubes should not be kinked during operation. Thus, the reported failure ¿circulation stopped¿ cannot be confirmed. The failure occurred during patient treatment. The hcu 30, which was used, was responsible for this complaint. The product in question was produced in (B)(6) 2008. The review of the non-conformities during the period of 11/26/2008 to 03/17/2021 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences can be excluded. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary´s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint number (B)(4). It was reported that the hcu 30 cardioplegia circulation stopped during patient treatment.